Manufacturer narrative:
Additional patient ID (B)(6) . Date of event is unknown. This report is for one (1) unknown screw. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screw. PMA/510(k) number is not available. (B)(4). Used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an end-fix procedure on (B)(6) 2016 and was implanted with one unknown competitor's titanium bar, two (2) unknown competitor's pedicle screws in the front of the pelvis and one synthes 6.5 mm cannulated transiliac trans-sacral screw implanted initially to treat sacroiliac joint disruption. The patient returned to surgery for planned hardware removal on (B)(6) 2017 due to a broken 6.5 mm cannulated transiliac trans-sacral screw and due to the healed pelvic disruption. The patient has since healed, thus the surgeon decided to remove the entire construct. The screw was broken at the distal tip in the far iliac and was discovered in an x-ray taken on an unknown date during a follow-up visit. The main portion of the screw was removed and about 15 mm of the distal part of the screw tip was left in the patient as it was located well within the bone. The hardware removal was successfully completed without any additional medical intervention required and without any surgical delay. The patient is reported to be in stable condition. This report is for one (1) unknown screw. This is report 1 of 1 for (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: unknown - pedicle screws (quantity - 2) and unknown ¿ titanium bar (quantity - 1),.